Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported that the customer filled up his reservoir with 120 units of insulin and 15 minutes later his reservoir was empty. The customer did not see any insulin within the reservoir or any leaks along the tubing. His blood glucose level at the time of the event was 80 mg/dl. The morning of the report, the customer experienced a high blood glucose level of 600 mg/dl because his infusion set fell out of the body during his sleep. He also reported small scratches on the insulin pump's screen that did not affect his ability to read his insulin pump. The product was not returned. Nothing further to report.